Event description:
The customer observed falsely elevated architect creatinine2 on the architect c16000 for one male patient. The patient was redrawn with lower results. The following data was provided: sid (B)(6), processed on (B)(6) 2025: architect creatine result = 599 umol/l repeat result = 588 umol/l other result urea = 25.8 mmol/l repeat = 26.3. Cobas c702 creatinine result = 626 umol/l other result urea = 24.4 mmol/l. Redraw sid (B)(6), processed on (B)(6) 2025: architect creatinine result = 74 umol/l other result urea = 7.4 mmol/l. Cobas c702 creatinine result = 73 umol/l other urea = 6.6 mmol/l. The lab repeated both samples on other analyzers cobas and (B)(6) with similar results. The lab sent the samples out to another laboratory on (B)(6) 2025 with similar results: sid (B)(6), creatinine = 539 umol/l urea = 33.2 mmol/l. Sid (B)(6), creatinine = 107 umol/l urea = 8.1 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing of a retained reagent kit and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot and ticket trending review did not identify an increase in complaint activity. A device history record review did not identify any non-conformances or deviations associated with the lot number 65210ud00 and complaint issue. In house accuracy testing was performed to evaluate assay performance using retained samples of architect creatinine2 reagent lot 65210ud00. Testing met all acceptance criteria and the product is performing as expected. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect creatinine2 reagent for lot number 65210ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid's (B)(6).

Event description:
The customer observed falsely elevated architect creatinine2 on the architect c16000 for one male patient. The patient was redrawn with lower results. The following data was provided: sid (B)(6), processed on (B)(6)2025: architect creatine result = 599 umol/l repeat result = 588 umol/l other result urea = 25.8 mmol/l repeat = 26.3. Cobas c702 creatinine result = 626 umol/l other result urea = 24.4 mmol/l. Redraw sid (B)(6), processed on (B)(6) 2025: architect creatinine result = 74 umol/l other result urea = 7.4 mmol/l. Cobas c702 creatinine result = 73 umol/l other urea = 6.6 mmol/l. The lab repeated both samples on other analyzers cobas and (B)(6) with similar results. The lab sent the samples out to another laboratory on (B)(6) 2025 with similar results: sid (B)(6), creatinine = 539 umol/l urea = 33.2 mmol/l. Sid (B)(6), creatinine = 107 umol/l urea = 8.1 mmol/l no impact to patient management was reported.